Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump was received with moisture damage on the motor, vibrator, keypad and battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he was watching television and when he tried to enter his blood glucose into the pump, the screen was completely blank. Customer's blood glucose was 200 mg/dl. Customer stated that his bathing suit was wet when he put the pump in his pocket. Customer reported that there was fluid under the lcd display. Customer was not using a aaa alkaline battery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.